Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2023. The issue occurred with 3 similar type of infusion sets used for less than a day. The patient's blood glucose level was 301 mg/dl at the time of the event. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.s